Event description:
See initial report.

Manufacturer narrative:
No component change was performed prior to returning the pump to service. Review of the complaints database revealed that no other similar occurrences were notified since unit installation in 2024, neither a concerning trend has been identified. Based on the above findings, considering that no part replacement was carried out and no further occurrence of the error was reported, it cannot be ruled out that the most likely root cause of the event was a temporary communication error between the hkr processor board and the shaft angle encoder. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
As per follow up with the customer, the mast mount pump was previously used as an arterial pump. As a precaution, customer decided to use the suspected pump as an additional sucker. After making this change, customer did not encounter any shaft encoder error messages and customer could run the pump for the entire day without issues. Through consultation with livanova technical service, customer was suggested to replace the control panel by another one to check if this solves the issue and/or to replace the encoder in this panel to a new one. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the s5 mast roller pump. According to information, this is a critical error and pump stop event. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during a procedure, the mast roller pump 150 displayed "shaft angle encoder fault" error. According to customer, the issue is temporary and arises intermittently, making it challenging to regulate the pump. There is no report of any patient injury.